Event description:
Discordant, falsely low blood urea nitrogen (bun) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant result for patient 1 was reported, while that for patient 2 was not reported to the physician(s). The sample was repeated for patient 1, while for patient 2, a new sample was drawn. Both samples were run on the same instrument, resulting higher than the initial results. The repeat results for both patients were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist instructed customer to perform probe alignment and cleaning, after which the issue was resolved. The cause of the discordant falsely low bun results on samples from two patients is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.